Event description:
It was reported that the basket on the ptd separated after the user negotiated a severe bend in the graft. The basket was successfully removed using a snare. There were no patient complications.